Event description:
On 1/25/99, a caucasian female admitted for stem cell treatment. Patient had triple lumen hickman catheter. One lumen accessed with normal saline per intravenous pump to run at to keep open. Stem cell infusion piggybacked into the normal saline solution below pump and positioned to run by gravity flow. Stem cell tubing primed before use, no evidence of leakage. Initially, stem cells would not infuse. Assuming the stem cell tubing had clotted (though later it was determined that the hickman lumen tubing had kinked) an rn attempted to flush below where the stem cells were piggybacked into the main line. At this time, the stem cell infusion started to leak out of the stem cell intravenous tubing. The tubing came apart where the rubber connection at the end of the intravenous tubing joins the tubing to the portion of the tubing that connects the intravenous to the patient. Patient experienced a loss of stem cell replacement, but did receive the majority of the stem cell replacement. The physician involved with her case was notified and felt the incident did not cause a life-threatening situation for the patient.